Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implant, after implanting the iol it was found to have foreign material adhering to the iol. The physician could not get rid of it with irrigation and aspiration. The surgery was completed and the iol remains implanted. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that there was no harm to the patient.